Manufacturer narrative:
Preliminary analysis confirmed the returned device operated as specified.

Event description:
Reportedly, on (B)(6) 2015, during this follow-up, the physician observed that this device reached the elective replacement indicator. Penultimate follow-up dated (B)(6) 2014 did not reveal any anomaly and the longevity estimation was more than 12 months. The device was explanted and will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2015, during this follow-up, the physician observed that this device reached the elective replacement indicator. Penultimate follow-up dated (B)(6) 2014 did not reveal any anomaly and the longevity estimation was more than 12 months. The device was explanted and will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2015, during this follow-up, the physician observed that this device reached the elective replacement indicator. Penultimate follow-up dated (B)(6) 2014 did not reveal any anomaly and the longevity estimation was more than 12 months. The device was explanted and will be returned for analysis.